Event description:
Healthcare professional (hcp) reports four incidents of blood leak with the psn 210 dialyzer. Hcp stated that incidents occurred during a two week period. All of the incidents occurred at various times during the pts' treatments. All of the blood leaks were verified visually in dialysate and with positive hemastix. Blood was not returned to any of the pts, with an estimated blood loss of 250-300cc per patient. Treatments were resumed with a different membrane and bloodlines. Treatments were all completed without further incidents. No pt injuries or medical intervention reported per hcp.